Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator stopped cycling. No patient involvement. The cse inspected the device and repositioned kinked tubing on the inspiratory outlet. The unit passed extended self-testing.